Manufacturer narrative:
Findings: unit received with blank-flashing white lcd due to cracked lcd controller. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to flashing white lcd. Unit received with scratched casing, minor scratches on lcd window, cracked lcd window cover at top right corner of display, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, partially broken off battery tube threads, peeling end cap address label, partially broken off reservoir tube lip, missing reservoir tube o-ring and corrosion in battery tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report issues with the insulin pump. Customer reported that the insulin pump is alarming and display is dark with a little light screen blinking at times. Customer's father stated that the customer may have fallen off his bike and damaged the pump. Customer's blood glucose at the time of the incident was 90 mg/dl. Product is expected to return.